Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a faulty turret. However, the specific cause of the faulty turret could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis exera iii xenon light source will not turn on out of box (oob) failure, showing error e200 (the light source has broken down) during installation for initial use. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.